Event description:
It was reported that the customer electrodes insulated wiring that enters the packaging was frayed and exposing the metal wires. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the electrodes return to the manufacturing facility for eval and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.